Manufacturer narrative:
Only event year known: 2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: could you please provide more details how the piece was retrieved? Pieces of the atraumatic loader stents were found in the abdominal cavity and sometimes even at the stapling line after completing the stapling sequence. This problem has occurred on several occasions but remains isolated. Could you please clarify if there were any patient consequences? The surgeon removed the residues from the charger. He has encountered several cases of fistula in recent times. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, two surgeons at the clinic, report that they repeatedly found small pieces of reloads (outside or inside the staple) after using the powered echelon stapler with gst reloads.